Event description:
It was reported that in 2017 a patient received a biozorb marker during a lumpectomy for breast cancer. Patient reported that she doesn´t remember the physician discussing the implantation of the marker and when she asked him about the lump she felt, the physician explained that there was a biozorb marker implantation. Patient reports that it was uncomfortable due to having small breasts. The patient is reporting that she has cancer on the same breast. No additional information is available.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. Lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure. Reporter email: (B)(6).